Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a scheduled follow up. Noise was noted at the last check in (B)(6) 2017. Programming changes were made. Upon interrogation undersensing of r waves was seen. A significant drop in r wave amplitude was noted. No programming changes were made so that oversensing would not occur. The patient was in a stable condition.